Manufacturer narrative:
Device passed the operating currents, self test and displacement test. No battery out limit, no unexpected restart error test no external ram crc error and no failed battery test alert noted during test. Device received with cracked battery tube threads, cracked lcd window, minor scratched lcd window, cracked reservoir tube lip, cracked case display window corner, stained end cap sticker, stained address number label, cracked belt clip slot and cracked case reservoir tube window corner.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had failed battery test and experienced high blood glucose. The customer¿s blood glucose level was 12.7 mmol/l. Troubleshoot was performed. Customer stated contacts are neither missing nor damaged. Customer has received multiple battery out limit alarms and pump error alarms. The customer was advised to revert to the backup plan. The insulin pump will be returned for analysis.